Event description:
The pt underwent interventional cardiac catheterization via a 7fr sheath with rheopro anticoagulation. The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles did not present on deployment. Fluoroscopy showed that both needles presented outside the barrel. Back down of the needles to their original position was not successful. The pt was taken for surgical removal of the device. Surgery was successful and the pt did fine. The subject device has not been rec'd by the MFR. Review of lot mfg records revealed no deviations relevant to this occurrence. Available info insufficient to suggest a root cause.